Event description:
It was reported that the sheath body separated from the molded hub while in use. The sheath body was successfully removed percutaneously from the pt. There were no pt complications.